Event description:
The rptr stated that they planned a percutaneous transluminal coronary angioplasty of a right coronary artery without the need of a stent. During inflation of the balloon, no change was noted on the medflator gauge. The dr saw blood in the lumen of the transparent line external to the pt and retracted the balloon immediately. The balloon ruptured into the right coronary artery with dissection of the vessel. Further info regarding the pt was not available. This issue was reported to medex medical by cordis europa in belgium.